Manufacturer narrative:
(B)(4). G2: singapore. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that deformation was observed in the packaging of both inner and outer. Another device was used to complete the surgery. No more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h11. The condition of the device when it left zimmer biomet control is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. The cause of thermal damage is occurring in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.